Event description:
Device issue: failure to deploy. Time of issue: during vessel closure. Adverse event: none: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after completing the thumb advancer stroke and aligning the arrows. The trigger button was depressed but the clip did not deploy; remaining in the device. The safety release button was depressed to release the locator wings and the device was removed. The method used to achieve hemostasis was not reported. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B) (4): the device is expected to be returned for eval. It has not yet been received.